Event description:
It was reported that difficulty was encountered during deployment of a vena cava filter. The elderly pt was reported to have had several comorbidities, including a dnr directive. The pt became unstable during the procedure and, despite resuscitative efforts, expired on the procedure table. The physician reported that an anterior wall myocardial infarction was the cause of the pt's death.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number. The delivery system was returned; however, the filter and introducer sheath were not provided. The returned device met all required specifications. Images were provided. The complaint investigation is inconclusive for failure of the filter to fully expand, filter tilt, and removal difficulty. The definitive root cause for this event is unk.